Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device cut, but it appeared to be a dull cut. It pushed the tissue forward. A second device was opened with the same difficulty. A third was opened to finish the case. The patient was taken back to surgery for bleeding later that night. No additional information or the patient's current status is known.